Manufacturer narrative:
The user reported that "they did not hear or feel the device deploy". The device wasn't returned so no further investigation could be conducted. Discussions with the ambulance service from where the incident occurred demonstrated that it was a training issue. All staff were retrained by their internal training department and successful use of the device was achieved thereafter. No other complaints were received from the same batch.

Event description:
Insertion difficulty: "io did not penetrate the sternum." (B) (4).